Event description:
It was reported to philips the touchscreen would not stay calibrated. There was no patient or user impact. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.